Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/09/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box found no related alarms or issues. The last basal delivery occurred on (B)(6) 2015. The total daily dose basal history appropriately reflects the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump¿s basal history did not match active basal program. It was reported the patient¿s blood glucose on (B)(6) 2015 was 300 mg/dl with extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.